Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call possible over delivery of insulin on the insulin pump. Customer's blood glucose level was 95 mg/dl. Customer believed the insulin pump over delivered insulin because of instead of delivering 4.0 it was delivering 5.4. Customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08640 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4)